Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the sheath separated from the hub. The device was removed and a new flexor ansel guiding sheath was inserted. The procedure was completed without difficulty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and a visual examination of the returned product was conducted during the investigation. One kcfw sheath, dilator, and check-flo valve were returned in a used and damaged condition. Upon visual inspection of the returned complaint device, the sheath appeared to have some stretching approximately 11.5 cm long. The flare was examined and appeared to be concentric and even; using the flare go/no-go gauge associated with a 7.0 fr. Sheath, the flare was of correct size. The cap and check-flo valve were taken apart and examined. The cap was pin gauged to verify it was of the appropriate size. Based on the examination of the complaint device, the sheath appeared to be manufactured correctly. Stretching of the sheath could be due to forces beyond the design of the device being applied, however, the flare did not appear stretched or damaged. Therefore, the root cause was determined to be process related. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure, the sheath separated from the hub. The device was removed and a new flexor ansel guiding sheath was inserted. The procedure was completed without difficulty. A section of the device did not remain inside the patient&#38112;body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Based on the examination of the complaint device, the sheath appeared to be manufactured correctly. Stretching of the sheath could be due to forces beyond the design of the device being applied, however, the flare did not appear stretched or damaged. Therefore, the root cause was determined to be inconclusive as it is not clear if the sheath experienced forces beyond its design.